Event description:
The physician was attempting to deploy a 3.0mm diameter x 22mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the rca that was reported to exhibited severe calcification. It was reported that the lesion was pre-dilated; however, the physician could not pass the balloon to the target lesion and the stent was noted to be 'crushed'. No patient injury occurred and no clinical sequelae were reported. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Event description:
Initial mandrel movement failed due to a blockage in the inner lumen. The distal tip was kinked and damaged. The 1st and 2nd proximal stent segments were raised, bunched and deformed. A number of struts on the proximal segments were deformed.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification). (B)(4).